Manufacturer narrative:
A1: (B)(6) b4: 09-aug-2021. G3: 09-aug-2021. G6: follow-up #1 h2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records investigation findings: 140 - wear problem. H10: the risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling. Radiographic images showed that the disc lost height and there was evidence of osteolytic lesions. In summary, limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided, thus it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The device was not intact at time of removal, however it was noted that there was evidence of failure. In addition, surgical reports or lab reports have not been provided to the manufacturer. Based on the limited information provided, the device did not malfunction and was not suspected to be a contributory cause of the revision.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device have been requested. If implanted, give date: 2013.

Event description:
It was reported that an m6-c artificial cervical disc was removed due to pain.